Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related low inspiratory pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's active exhalation control module was replaced to address the issue.